Event description:
The customer reported that erroneous/erratic ion-selective electrode (ise) electrolyte results were generated from an au400 clinical chemistry analyzer for an unknown number of patients over an unknown period of time. The customer provided an example in which elevated potassium results were generated from the au400 clinical chemistry analyzer on (B)(6) 2012. The customer cited examples of potassium results in the range of 12 meq/l through 5 meq/l. Actual patient results were not provided by the customer. The dynamic range for serum potassium is 1.0 - 10.0 meq/l. Any potassium result over 10 would have been flagged 'f' and deemed un-reportable until repeated. The erroneous results were not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. Repeat potassium results were lower. The customer noted that rack jams were occurring during the timeframe of the event. Instrument chemistry quality control results were within the customer's established specification during the timeframe of this event. The samples were serum samples. No patient specific information, additional sample handling/collection information or additional instrument chemistry performance information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) determined that air was leaking at the reference valve. The reference valve was replaced and ise performance was verified by executing a quality control assessment with acceptable results. The rack kind board was also replaced. The rack jam issues would not cause ise result issues, and hence was regarded as an unrelated repair. Upon completion of the necessary and verified repairs the instrument was returned back into operation. The root cause of this event is an effected ise reference valve.